Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ise (ion selective electrode) reference electrode. The fse replaced the ise reference electrode to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na), chloride (cl) and potassium (k) results on patient samples on their au5800 chemistry analyzer. The customer repeated samples on alternate analyzer with results considered correct. The erroneous results were not reported out of the laboratory. There was no reports of medical intervention or change / adjustment to patient treatment associated with this event.